Event description:
Device malfunction: thumb advancer resistance, failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, resistance was felt during the completion of the thumb advancer stroke and when the deployment button was depressed the clip did not deploy. The safety release button was activated releasing the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.